Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. Three to four months after getting the device the patient realized he was getting pain on the right side again. He had back surgery and the pain was from his back down to his ankle. They tried to do adjustments but it never ended up doing what they thought it would do to help the pain he had. The patient had plans to have a replacement done on 2014-(B)(6). The patient believed he was going to have both the implantable neurostimulator (ins) and the leads replaced. The healthcare provider (hcp) was suggesting the patient try something different and the patient was going to get a new spinal cord stimulator (scs) unit. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.